Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 13 devices were evaluated in the field and the issue was confirmed; 10 had broken/damaged components and 3 had a bent component. The devices were repaired and returned. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 14 </noe> malfunction events, where it was reported there were exposed bare wires or damaged power prongs on the power cord. There was no patient involvement.

Manufacturer narrative:
The remaining device was evaluated and the reported issue was confirmed. It was found the device had broken/damaged components. The device was repaired and returned.

Event description:
This report summarizes <noe> 14 </noe> malfunction events, where it was reported there were exposed bare wires or damaged power prongs on the power cord. There was no patient involvement.